Event description:
It was reported that the customer experienced a blood glucose (bg) level of 37 mg/dl. Reportedly, customer delivered too large of a bolus for the amount of carbohydrates consumed. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.